Event description:
It was reported to philips that the battery has a problem. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.